Event description:
During the procedure, the distal portion of a robotic surgical instrument - harmonic curved shears - used for davinci surgery detached from the instrument for unknown reason. A thorough search of the patient's uterus was performed. One piece of the shears were found, but the other piece of the shears was not found - even on x-ray.